Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions besides the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following correction was made: g2 "report source (check all that apply)" company representative was added as this was inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the instruction provided in the following: cf-v70i, cf-v70l, colonovideoscope, gastrointestinal videoscope, gif-v70, operation, chapter 3 - preparation and inspection. Cf-v70i, colonovideoscope, gastrointestinal videoscope, gif-v70, reprocessing, cf-v70l chapter 3 - cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.